Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve was visually inspected with no anomalies noted. The serial number was verified to be correct. The valve leaflets were fully mobile. The valve was inspected and functionally tested per manufacturing procedure and met specifications. The carbon components and stiffening ring were dimensionally inspected and met engineering specifications. The clinical observation is attributed to the patient's unique anatomy. It was reported that a posterior left ventricular (lv) rupture occurred due to a thin lv wall and weakening of atrio-ventricular (av) groove after extensive decalcification of the posterior mitral leaflet. After the tear was repaired, the 28mm mitral mechanical valve was replaced with a 24mm open pivot valve due to a tight fit. There was no allegation against the valve. Based on the analysis of the returned device and the reported information from the physician, the cause of the lv rupture was due to the patient¿s anatomy. (B)(4).

Event description:
Medtronic received information that following the implant of this 28mm mechanical valve, after removal of left atrial clots and prior to protamine administration, a posterior left ventricular (lv) rupture occurred due to a thin lv wall and weakening of atrio-ventricular (av) groove after extensive decalcification of the posterior mitral leaflet. The tear was repaired but since the valve was a relatively tight fit, a size 24 mm mechanical valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the valve has been received at medtronic's quality laboratory and continues to undergo analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Following completion of the analysis, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.